Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the pump switched off by itself in the morning without any alarm or error message. No adverse event reported. Requested return of the alleged pump for evaluation.